Manufacturer narrative:
B3-date of event, b4- date of report.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump resulting in the pump shutting off. There was no adverse impact the customer¿s blood glucose. . Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.